Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for a procedure. The right ventricular (rv) lead was explanted due to failure of the rv lead.

Manufacturer narrative:
The reported event was for an unknown malfunction that caused failure on the right ventricular (rv) lead. As received, a partial lead was returned in one piece measuring 40.2 cm. Visual inspection of the lead found damages which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductors was found due to procedural damage to the lead.